Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: initial reporter occupation: reporter is a j&j sales representative. A product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that zero-p va cage lordotic h6 peek was observed with signs of usage and missing the dowel pin. A dimensional inspection for the zero-p va cage lordotic h6 peek was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the zero-p va cage lordotic h6 peek would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A device history record (DHR) review was conducted: product code: 04.647.126s, lot number: 750p744, manufacturing site: (B)(4), release to warehouse date: 13 apr 2022, expiration date: 01 apr 2032. A manufacturing record evaluation was performed for the sterile lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in germany as follows: it was reported that during a procedure on (B)(6) 2022, the x-ray strip on the cage was not visible. The cage was deployed but the operator could not see an x-ray strip to check the position. So surgeon removed the cage and put in a new one. There was a surgical delay of twenty (20) minutes. There was no patient consequence. During manufacturer's investigation of the returned device it was identified that zero-p va cage lordotic h6 peek is missing the dowel pin. This report is for one (1) zero-p va implant 6mm height lordotic-sterile. This is report 1 of 1 for complaint: (B)(4).